Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the peep (positive end expiratory pressure) was higher than set. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event. The customer reported that they believe the issue was being caused by using an incorrect tubing.